Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15709. It was reported that the patient experienced ineffective therapy. As a result, surgery occurred on (B)(6) 2021 in which the right occipital lead was repositioned, which resolved the issue. It is not known which lead was involved, so both applicable leads are being reported.